Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this system with a right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) recorded a ventricular event with a very consistent pattern. Electromagnetic interference (emi) was suspected to be causing this episode, therefore, causing inappropriate anti-tachycardia pacing and shock therapies. Although all lead measurements were within normal range, it was recommended to evaluate lead or determine if there was a confirmed emi source causing the episode. There were pauses of greater than two seconds, even nine seconds pauses with asystole. The rv lead and the ICD remain in service. No additional adverse patient effects were reported.